Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that instent restenosis occurred. The patient has had multiple stents implanted since 2006. In-stent restenosis occurred in the mid right coronary artery. The specific stent that restenosed was unable to be identified.